Event description:
An aus device was implanted on 12/14/89. The cuff was revised on 7/19/90. Info rec'd on 7/17/97 indicates a revision surgery was performed on 7/16/97, reason not indicated. It is uncertain which, if any, components were revised. Unable to obtain additional info.